Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in canada, edwards received notification of an evoque valve in tricuspid position where on post operative day (pod) 2 or 3, an av-block occurred and a temporary pacemaker was implanted. On pod 4 or 5 a permanent pacemaker was implanted. It was very difficult to cross the evoque valve and there were some issues with the conduction capturing. The patient was hemodynamically unstable in the or and a pericardial effusion was found on the tte. The patient underwent cardiopulmonary resuscitation(CPR) and pericardial puncture and passed away after around 45min of CPR in the or.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information received by edwards. On pod 5, the patient received a permanent pacemaker implantation. However, during the procedure, problems to cross the evoque valve and issues with the conduction capturing were reported, ending up with the patient passing away. The death was deemed as not related with evoque failure, and the heart block is a known foreseeable side effect of the device. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Nevertheless, a definitive root cause cannot be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
The following sections were updated/corrected/added: b2, b4, g3, g6, h2, and h11. Update received that date of death was on pod 5, (B)(6) 2026. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.